Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clotting/heavy bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clotting/heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included meniere's syndrome since 2015, cyst since 2015, urinary incontinence and menometrorrhagia. Concomitant products included celecoxib (celebrex) since 2017 and epirizole (neuriton) since 2017. On (B)(6) 2010, the patient had essure (ess205) inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain") and adnexa uteri pain ("right upper ovary pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, dysmenorrhoea and dyspareunia outcome was unknown and the vulvovaginal pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: fallopian tube are occluded. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, right upper ovary pain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.